Event description:
A hospital reported that the hospital staff set up the mr290 autofeed humidification chamber, and when the water bag was spiked water began to flow out of the crack in the side of the chamber. No patient consequece was reported.

Manufacturer narrative:
Method: the complaint device was visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The chamber had a vertical crack on the dome. At the bottom of this crack was a semi-circular crack which had most likely occurred from an impact as it did not follow any of the stress lines in the chamber. All chambers are pressure tested and visually inspected before they leave the production line. This damage would have to have occurred during transport, or storage in the hospital. From the appearance of the crack it looks to have been impacted rather hard by a circular object near a stress point. It is not possible to determine exactly what might have caused this sort of damage, or where it may have occurred. This failure mode will be monitored for future occurrence. Conclusion: fault confirmed, however, we do not know what caused the damage. We are aware of other similar reports, however, the occurrence rate is very low.